Manufacturer narrative:
No product will be returned per customer. The customer complaint could not be confirmed because the product was not sequestered for failure investigation. The root cause of this failure was not identified.

Event description:
The customer reported a leak at the filter while infusing on a patient. There is no report of patient harm.

Manufacturer narrative:
The customer complaint of leak at filter was confirmed per picture received by customer. Per picture received by customer it was observed that the microbore tubing had a droplet of fluid from the filter outlet port. The root cause of this failure was not identified